Event description:
It was reported that the patient was experiencing itchiness at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).